Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: right cornual region any perforated on aberrantly positioned essure device projecting from the right cornual region."), fallopian tube perforation ("perforation fallopian tube / the essure punctured the fallopian tube") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 38-year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and vaginal delivery in 2001. On (B)(6) 2009, hysterosalpingogram was performed. Concurrent conditions included uterine bleeding, anxiety, ovarian cyst, multiparous, retroverted uterus and ovarian mass. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea cramping),"), 25 days after insertion of essure. In 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). The patient was treated with analgesics and surgery (laparoscopy, partial right salpingectomy, right ovarian cystectomy and device explant, ablation in 2009 and salpingectomy, unilateral salpingectomy - laparoscopically (right insert)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: plaintiffs middle name was added. Events: depression and anxiety were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: right cornual regionary perforated on aberrantly positioned essure device projecting from the right cornual region."), fallopian tube perforation ("perforation fallopian tube") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a (B)(6) year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and vaginal delivery in 2001. Concurrent conditions included uterine bleeding, anxiety, ovarian cyst, multiparous, retroverted uterus and ovarian mass. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea cramping),"), fatigue ("fatigue,") and weight increased ("weight gain"). On (B)(6) 2009, 6 months 5 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. The patient was treated with analgesics, surgery (laparoscopy, partial right salpingectomy, right ovarian cystectomy and device explant), surgery (salpingectomy) and surgery (ablation in 2009). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: on (B)(6) 2009, hysterosalpingogram was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-jul-2018: plaintiff fact sheet received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), fatigue, perforation (uterus), weight gain, perforation fallopian tube. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: right cornual regionany perforated on aberrantly positioned essure device projecting from the right cornual region.") In a 38-year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The patient's past medical history included gravida and vaginal delivery in 2001. Concurrent conditions included uterine bleeding, anxiety, ovarian cyst, multiparous, retroverted uterus and ovarian mass. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 6 months 5 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with analgesics and surgery (laparoscopy, partial right salpingectomy, right ovarian cystectomy and device explant). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results: on (B)(6) 2009, hysterosalpingogram was performed. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and mr received: new reporters, patient demographic information, product indication, removal date updated, lot no, concomitant disease and treatment medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: right cornual regionany perforated on aberrantly positioned essure device projecting from the right cornual region."), fallopian tube perforation ("perforation fallopian tube") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 38-year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and vaginal delivery in 2001. Concurrent conditions included uterine bleeding, anxiety, ovarian cyst, multiparous, retroverted uterus and ovarian mass. On 7-may-2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea cramping),"), fatigue ("fatigue,") and weight increased ("weight gain"). On 11-nov-2009, 6 months 5 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. The patient was treated with analgesics, surgery (laparoscopy, partial right salpingectomy, right ovarian cystectomy and device explant), surgery (salpingectomy, ) and surgery (ablation in 2009). Essure was removed on 11-nov-2009. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: on 27oct2009, hysterosalpingogram was performed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: right cornual regionary perforated on aberrantly positioned essure device projecting from the right cornual region."), fallopian tube perforation ("perforation fallopian tube / the essure punctured the fallopian tube") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 38-year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and vaginal delivery in 2001. On (B)(6)2009, hysterosalpingogram was performed. Concurrent conditions included uterine bleeding, anxiety, ovarian cyst, multiparous, retroverted uterus and ovarian mass. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea cramping),"), 25 days after insertion of essure. In 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). On (B)(6)2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems - condition: depression"), anxiety ("psychological or psychiatric problems - condition: mental anguish") and ovarian cyst ("ovarian cyst"). The patient was treated with analgesics, ibuprofen and surgery (B)(6)2009 laparoscopy, partial right salpingectomy, right ovarian cystectomy and device explant, ablation in 2009, cystectomy and salpingectomy, unilateral salpingectomy - laparoscopically (right insert)). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, depression, anxiety and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, ovarian cyst, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. (B)(6)2009 unilateral salpingectomy only right insert removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received. Concomitant drug and treatment drug were added. Event : ovarian cyst were added. Event verbatim were updated as pain/abdominal area pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: right cornual regionary perforated on aberrantly positioned essure device projecting from the right cornual region.'), fallopian tube perforation ('perforation fallopian tube / the essure punctured the fallopian tube') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 38-year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in 2001 and gravida. On (B)(6) 2009, hysterosalpingogram was performed. Concurrent conditions included uterine bleeding, anxiety, ovarian cyst, multiparous, retroverted uterus and ovarian mass. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea cramping),"), 25 days after insertion of essure. In 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems - condition: depression"), anxiety ("psychological or psychiatric problems - condition: mental anguish"), ovarian cyst ("ovarian cyst") and feeling abnormal ("brain fog"). The patient was treated with analgesics, ibuprofen and surgery ((B)(6) 2009 laparoscopy, partial right salpingectomy, right ovarian cystectomy and device explant, ablation in 2009, cystectomy and salpingectomy, unilateral salpingectomy - laparoscopically (right insert)). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, depression, anxiety, ovarian cyst and feeling abnormal outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, migraine, ovarian cyst, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. (B)(6) 2009 unilateral salpingectomy only right insert removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event twinges of pains clubbed with abdominal pain. Event brain fog added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: right cornual regionany perforated on aberrantly positioned essure device projecting from the right cornual region.'), fallopian tube perforation ('perforation fallopian tube / the essure puctured the fallopian tube') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 38-year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in 2001 and gravida. On (B)(6) 2009, hysterosalpingogram was performed. Concurrent conditions included uterine bleeding, anxiety, ovarian cyst, multiparous, retroverted uterus and ovarian mass. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea cramping),"), 25 days after insertion of essure. In 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems - condition: depression"), anxiety ("psychological or psychiatric problems - condition: mental anguish"), ovarian cyst ("ovarian cyst"), feeling abnormal ("brain fog") and post procedural complication ("post procedural complication"). The patient was treated with analgesics, ibuprofen and surgery ((B)(6) 2009 laparoscopy, partial right salpingectomy, right ovarian cystectomy and device explant, ablation in 2009, cystectomy and salpingectomy, unilateral salpingectomy - laparoscopically (right insert)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation had resolved and the fallopian tube perforation, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, depression, anxiety, ovarian cyst, feeling abnormal and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, migraine, ovarian cyst, post procedural complication, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test. (B)(6) 2009 unilateral salpingectomy only right insert removed. Patient received treatment for: pelvic pain and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post procedural complication was added. Outcome of the event uterine perforation was updated from unknown to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (underwent a laparoscopy, partial right salpingectomy, right ovarian cystectomy and device explant). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.